Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and failed battery test. Customer's blood glucose at time of incident was unknown. The customer stated he has a new battery and the pump is coming with a battery test failure. The customer stated that there are times the battery will drain 3 to 4 days as it normally lasts a couple weeks. The customer did not have time to speak to helpline and he will call later after worked. The incident was reported for documentation.